Manufacturer narrative:
(B)(4). Conclusion: aortic neck length.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a 65 mm in diameter and 121 mm in length abdominal aortic aneurysm. The proximal aortic neck was 24 mm in diameter and 4 mm in length. It was reported that during evar the endurant was implanted into the short proximal aortic neck, 4 mm in length. However, while touch-up was carried out on the limbs, the bifurcate migrated distally and the suprarenal stent was narrowly deployed; which was unexpected. A type I endoleak was observed so the physician used a balloon; however, the endoleak did not resolve. Then, another manufacturer's cuff was added, and touch-up was again carried out but endoleak did not resolve. One more cuff from another manufacturer was added at the risk of occlusion of the renal artery, but slight amount of delayed leak remained. Since the suprarenal stent is narrowly implanted, blood flows to renal artery. The physician commented: during touch-up or deployment of legs, proximal device was slightly migrated toward distal side and it would be the cause of this case. No additional clinical sequelae were reported and the will continue to be monitored.